Event description:
It was reported that (1) device was used during a lung wedge resection. It was reported by affiliate that the ez45g instrument failed to fire staples. Another ez45g instrument was used to complete the case. There was no consequence to the pt.